Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, no prompt to scan matrix pocket while assigning meds. User mentioned need to check the scanner. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that upload and retry errors had been preventing any station-level changes from reaching the server. A technical support specialist (tss) made configurations on the station, it was able to successfully upload its changes. The data sync logs showed no variation, indicating that the server should now display the medications that were loaded at the machine. This correction also resolved scanning and retry problem. The system functioned as intended after the technical support specialist troubleshot the device.